Manufacturer narrative:
Pump received with blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display, even after receiving new battery cap. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.